Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: september 29, 2025 section h3: evaluated by manufacturer: yes device evaluation: visual inspection of the complaint device reveal that the lens was received cut in half, coated in viscoelastic residue and what appeared to be blood. The lens halves were cleaned revealing one lens half was scratched. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3b, a5 and a6: unknown; information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient implanted with a tecnis toric odyssey intraocular lens (iol) on (B)(6) 2024, complained of visual disturbances such as difficulty driving at night, ghosting, and halos. The patient¿s pre-operative best spectacle corrected visual acuity was 20/20-1, and her post-operative best spectacle corrected visual acuity was 20/25+1. On (B)(6) 2025, the lens was explanted during a secondary surgery. The procedure was completed without complications, such as unplanned incision enlargement, sutures, vitrectomy, or procedural delays. The patient was fully recovered. No further information is available.